Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call that the customer experienced high blood glucose level of 242 mg/dl. The customer had symptoms such as unable to stay awake. Customer's blood glucose value was 315 mg/dl at the time of the call. Ems was helping the customer. No troubleshooting was done. The product was not returned for analysis.